Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to unable to establish proper contact to charge ipg, x-ray imaging revealed patients ipg is sideways in pocket. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of ipg having difficulty charging was not confirmed during electrical analysis. It was stated in the record that the ipg seemed to be very deep in the pocket and unable to establish proper contact to charge and an x-ray showed the ipg was sideways in the pocket. These would be consistent with causing charging issues. The device was subjected to charge testing using an eterna charging system, model 16000, and normal charging was observed while at a specified spacing. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.